Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the right ventricular (rv) lead exhibited possible intermittent non-capture on the presenting electrogram. A decline in lead impedance measurements was noted and r wave measurement has also declined. The rv lead remains in use. No patient complications have been reported as a result of this event.